Manufacturer narrative:
(B)(4):the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the device revealed both ports were in the closed position. The c-clamp was closed and located at approximately 8 centimeters from the y-port. The external bolster was located flush with distal end of the tubing. The internal bolster was detached from the tubing. The inner diameter of the internal bolster was very jagged and torn, and remnants of the bolster were attached to the distal end of the tubing. Evidence was found of proper molding and attachment to tubing. The condition of the returned unit was consistent with the complaint incident that the bolster detached/separated. According to the microvasive percutaneous replacement gastrostomy tube, directions for use (dfu), tube removal section: "grasp tube near the skin line and place the other hand around stoma site. Pull upward on tubing and replacement tip will fold and the catheter can be removed. Physician discretion is advised for patient's tolerance of traction removal. If traction provides too much stress to the patient, the catheter can then be removed endoscopically. Cut catheter at skin level and retrieve internal bolster tip by endoscopic means." Bolster detachment during removal most likely occurs because of applied excess force to the device during removal causing the bolster to detach. Therefore, the most probable root cause is operational context. A review of the device history record was performed for lot 13415136 and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 13415136.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy device was used during a replacement procedure, (the exact date is unknown however it was implanted six months prior to the event date). According to the complainant, on (B)(6), 2011 during a replacement procedure when the physician attempted to replace the device the internal bolster detached into the patient's stomach. The fragment was retrieved with a scope. The procedure was completed with a new securi-t percutaneous replacement gastrostomy device. The patient's condition was reported to be good.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy device was used during a replacement procedure, (the exact date is unknown however it was implanted six months prior to the event date). According to the complainant, on (B)(6), 2011 during a replacement procedure when the physician attempted to replace the device the internal bolster detached into the patient's stomach. The fragment was retrieved with a scope. The procedure was completed with a new securi-t percutaneous replacement gastrostomy device. The patient's condition was reported to be good.